Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a high glucose scan while using the adc device. On (B)(6) 2022, a sensor scan of 304 mg/dl was obtained and insulin was provided to the customer who subsequently had a seizure. Hcp contact was made, and intravenous glucose was provided for treatment. A follow-up blood glucose test of 102 mg/dl was obtained on the hcp meter with no comparison scan reported at the time. No further information was provided. There was no report of death or permanent injury associated with this event.